Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise. The lead was explanted on (B)(6) 2019 and no further information was available.

Manufacturer narrative:
The reported event of lead noise was confirmed. A partial lead was returned in two pieces measuring 13.5 and 31.5 cm respectively. Internal insulation abrasion was found at 7.5 cm ¿ 9.3 cm from the distal tip breaching the rv cable lumen. The inner coil lumen and the rv cables were damaged consistent with procedural damage. Internal insulation abrasion was found at 9.5 ¿ 12.3 cm from the distal tip, breaching all the lumens with both rv cables abraded. There was no ptfe liner in this region of the lead. Internal insulation abrasion was found at 12.6 ¿ 12.9 cm from the distal tip breaching the rv and inner coil lumens with both rv cables abraded. There was no ptfe liner in this region of the lead. Internal insulation abrasion was found at 13.4 ¿ 13.6 cm from the distal tip with both rv etfe cable coating abraded. The inner coil lumen was intact in this location. Internal insulation abrasion was found at 28.2 ¿ 29.2 cm from the distal tip breaching the rv cable lumen. The etfe cable coating and the inner coil lumens were intact in this location.